Event description:
Per the clinic, the patient experienced pain and local skin infection around the abutment (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.